Manufacturer narrative:
H3 other text : device serviced by third party center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was evaluated by the third-party center, upon evaluation there is visualization of particles. No patient harm or injury allegation. No medical intervention was required by the patient.